Manufacturer narrative:
D2b: additional pro code (product code): fge, lit. G4: additional premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left external iliac artery. A 4.0 x 40, 75cm mustang balloon was selected for use in percutaneous transluminal angioplasty. During the first inflation at 8 atmospheres, the balloon ruptured vertically at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.